Manufacturer narrative:
This device is not approved/marketed in the us, but is similar to the navigation system marketed in the us. A medtronic representative went to the site to test the equipment. It was reported that the issue could not be confirmed or replicated, no components were replaced. The representative open and tested the framelink application and found no issue. The application was removed and installed again. No issues were observed. The application was opened again and the application was tested for an hour and it tested without issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. Device manufacturing date is unavailable at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that after opening the framelink application the system stopped. There was no patient present when this issue was observed.